Event description:
It was reported, the device fails to power on and boot up. It also was reported there were no ring, bails, nor covers sent. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the report that the device fails to power on and boot up. Battery drawer is damaged. Upper case is broken. Lead flex cover is contaminated. Ring, side bails, side bail covers, and ring cover are missing.